Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy restored.

Event description:
It was reported that ipg became inoperable and programmer displayed message "replace generator, the generator has reached the end of its service. It was noted that patient states used the high settings when using stimulation. Surgical intervention may be undertaken to address this issue.